Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was placed in the patient on (B)(6). However, the foley fell out of the patient and was found deflated on (B)(6).

Manufacturer narrative:
Received 1 used foley catheter only. The reported issue was unconfirmed, as the problem could not be reproduced. Sample was evaluated and no pinch or blockage observed. Per functional testing: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon was able to inflate and deflate in 8 seconds. Dissected and did not find anything to contribute to the reported problem. The dimensional results are as follows: concentricity (full inflation volume) 70/30. Eye snip length: 2/32¿, eye snip width: 1/32¿, eye snip distance from distal cuff: 11/32¿. Eye snip distance from proximal cuff. 7/32¿. Rubberize thickness: 11 thou. Inflation lumen coverage: 10 thou. Balloon thickness (average): 23 thou. Reinforcement: 175 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." 1149: "l". 2199: "nl".

Event description:
It was reported that the foley was placed in the patient on (B)(6). However, the foley fell out of the patient and was found deflated on (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was placed in the patient on (B)(6). However, the foley fell out of the patient and was found deflated on (B)(6).